Event description:
Customer reports cracking and leaking occurs where the female luer attaches to the syringe on an alaris syringe module set. There was no patient harm or medical intervention. No additional patient/event information was provided.

Manufacturer narrative:
Manufacturer's report date: 04/23/2014. Internal file no: (B)(4). This report was filed by the manufacturer. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.